Event description:
I had medtronic parietex progrip mesh implants and have had multiple nerve ablations, blocks and removals to help with pain. Also had scrotal varicose veins removed on right side due to impingement. After four years of pain, I cannot find a surgeon willing to remove this mesh. I am in pain every single day and rather than removing this dangerous mesh, doctors have instead, sent me to pain management. I have not been back to work in two years. This mesh needs to be recalled because of the pain it causes, allergies and autoimmune conditions it causes and the difficulty of removing it if there is a negative reaction to it. Progrip has destroyed my sex life and also caused me severe depression. The media needs to be aware of all the reports of the consequences of this mesh and the FDA refuses to pull it off the market.